Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04707. It was reported that the patient was experiencing high impedances. The patient underwent surgical intervention wherein the patient's leads were explanted and replaced. Effective therapy was established post op.